Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, a supplemental report will be submitted if additional details become available.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. During preparation, the catheter image was not clear, resulting in damage. The procedure was cancelled due to this event. The patient condition was stable following the procedure.